Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 40085un19 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 40085un19.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat troponin-I result on one patient. Results provided: < 0.01 / 0.35 / 0.00 ng/ml; another architect = 0.00 ng/ml. Diagnostic cutoff = 0.30 ng/ml. No impact to patient management was reported.